Event description:
Procedure: wedge resection. Reportedly, when the device was fired the tissue was cut, but the staples were not formed properly. Bleeding occurred and the procedure was then converted to an open procedure. The tissue was then treated with another device. There was no further injury reported.